Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, it was determined that the air gas module was the cause of the failure and it was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with the failed pressure transducer test, especially the monitor pressure transducer subtest during the pre-use check. The replaced air gas module was returned for further investigation. Visual inspection of the returned air gas module revealed no abnormalities. The gas module was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed several pre-use checks. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. To investigate the issue further, a mechanical force was applied repetitively to the feather spring on the nozzle unit found inside the gas module. When applying and releasing the force on the spring, it became evident that the feather spring got stuck on the membrane, causing a delay in release. The nozzle unit inside the gas module consists of a membrane, a mouthpiece, and a feather spring. It is used to regulate gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with the feather spring to regulate the gas flow. The membranes stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay in release. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the received logs, it appears that preventive maintenance has been executed in accordance with the prescribed instructions. Consequently, the cause of the stickiness is early wear of the membrane. The conclusion is that the device failed to meet its specifications during the reported event. Further analysis of the returned gas module revealed that the cause of the reported issue is the nozzle unit inside the gas module. This is due to the nozzle unit's membrane being sticky, caused by early wear of the membrane.

Event description:
Manufacturer's ref: (B)(4).